Manufacturer narrative:
Breakage of the implants appears to have been related to improper sizing of the space prior to insertion and the use of excessive force. No connection could be made between the event and any shortcoming of the device.

Event description:
Surgeon was attempting to implant interbody cage during an spinal procedure. Three cages were broken attempting placement. This resulted in a delay in excess of 30-min. As a result of the delay MDR is being filed. Device 2 see also: 1526439-2007-00324, 1526439-2007-00326.